Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible through the bottom housing needle well. The pod data showed the pod was ran for 32 pulses. The pod completed both first and second priming sequences and was deactivated at the end of second prime. The rotational sensor data indicated that the rotational sensor malfunctioned during operation. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. The pod was reset, connected to an unused pdm, programmed to deliver a 5 unit bolus, and deactivated. The needle mechanism fully deployed during the rerun. During the bolus, the pdm generated a pod error and the pod alarmed. The rotational sensor malfunction was reproduced during the rerun. No damages or deficiencies to the needle mechanism or drive mechanism were observed that would contribute to a rotational sensor malfunction. The exact cause of the rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had not deployed. The pod was not worn.